Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient uses tandem tslim and this complaint says it was not in modified closed loop; however, it also says, "pump stopped delivering insulin for two days," in the presence of a reported low bias inaccuracy, which would indicate aid. At an unspecified moment, the "receiver," and mobile were both showing cgm 200 mg/dl while the bg was 1200 mg/dl. The patient was in dka and the call was made from the hospital. The hospital provided insulins "low acting and medium acting." No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient uses tandem tslim and this complaint says it was not in modified closed loop; however, it also says "pump stopped delivering insulin for two days," in the presence of a reported low bias inaccuracy, which would indicate aid. At an unspecified moment, the "receiver," and mobile were both showing egv 200 mg/dl while the bg was 1200 mg/dl. The patient was in dka and the call was made from the hospital. The patient was hospitalized 5 days. The hospital provided insulins "low acting and medium acting." No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information. H6 health effect impact code - additional.